Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Reporter sent e-mail stating the toothbrush head was broken; the brush head dislodged itself and one of the metal pins came out into her husband's mouth. No injury was reported.